Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer. Reportedly, the customer reverted to manual injections for insulin therapy.